Event description:
Medtronic received information regarding a navigation system used during an unknown procedure. It was reported that when trying to register an instrument, the camera cart screen populated "no network connection", the screen froze, and the whole camera cart monitor shutoff. The main cart monitor stayed on. Navigation was aborted. There was a delay of less than one hour. No further information was provided regarding patient impact.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that this happened during a spinal procedure. The site was putting screws in the spine, then removing a tumor. The event occurred after doing a spin with the imaging system. There was no impact to the patient.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. Codes b01, c19 and d14 are applicable. Troubleshooting was done and the representative (rep)checked the uninterruptible power supply (ups) connection status of both the camera cart and main cart (both were connected). The rep unplugged the system from the wall with the system still on. The battery life stabilized around 80% for over a minute then went up to 85% for both camera and main cart. Both the ups and battery status in self-test checked okay. The storage was checked and was under the limit. A demo was done and images were merged successfully. Registration and tracking were done successfully. The system never displayed errors or became unresponsive. The system remained functional during and after troubleshooting. Codes b01, c19 and d14 are applicable. Information references the main component of the system. Other relevant device(s) are: product ID: 9735796 additional information. Event has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.